Event description:
I've had 2 events now where the adhesive on my abbott freestyle libre 3 has caused a blistering rash under the device that is discovered upon removal. I've used the product for years without issue. In addition, this new adhesive is not as sticky, which has resulted in 2 devices coming off earlier than they should. Reference reports mw5146811, mw5146812, mw5146813.